Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube and lcd window. The insulin pump was received with broken battery tube threads. The insulin pump was received with bleeding glass on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display had a crack. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the drive support cap was not damaged. The insulin pump will be returned for analysis.